Event description:
The suspect device was reading low. Results of 11, 20, 27 and 30 mg/dl were obtained. The user went to the hospital and their glucose was 120 mg/dl. Controls were not used. The device was replaced and requested to be returned for evaluation.